Event description:
The customer reported that she was running low of 20mg/dl, and the insulin pump was removed. The customer stated that once her blood glucose came back up, the device was reattached, but later it dropped again. The caller stated that her husband called the paramedics because she was unresponsive. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the time, basal rates, bolus history and daily totals were correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that the insulin pump has cracks. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked display window.